Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted right ventricular (rv) lead implantation, the rv lead had perforated which caused tamponade. It was noted during testing the lead did not have capture at max outputs. A different lead was implanted. No further patient complications have been reported as a result of this event.